Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the device did not fire and the cartridge was difficult to remove. No pt injury was reported. Another device was used to finish the procedure.